Event description:
Additional information confirmed that syncope did not occur, however the patient became dizzy due to the pacing inhibition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in myopotential oversensing and pacing inhibition were observed on the device. It was reported that the patient lost consciousness as a result of the inhibited pacing. The device was reprogrammed to resolve the event. The patient was stable.